Manufacturer narrative:
An olympus representative of olympus (B)(4) contacted the customer about when the event that the forceps elevator wire was completely cut off occurred, but the customer replied that there was no further information. Therefore, the olympus representative has determined that it should be assumed that the wire was broken during the procedure. The inspection of the device by olympus (B)(4) confirmed followings; the switch on the control body was damaged and cut. The insertion tube was severely deformed and slightly scratched. A terrible leak from the connector was confirmed. The universal cord was humid severely. The distal end was slightly damaged. The light guide lens and objective lens were damaged. The pipe unit was slightly corroded. The distal end cover was slightly damaged. The forceps elevator was slightly corroded. There was a scratch on the control body. A part of the control body was discolored. The instrument channel port was slightly deformed. The paint on the suction cylinder and air / water cylinder was peeling off. Olympus (B)(4) expected the device to require major repairs. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
A customer sent the device to olympus. Olympus inspected the device at the service department of olympus (B)(4) and found that there was a foreign object in the gap at the distal end. And the forceps elevator wire was completely cut off. Therefore, the forceps elevator could not be operated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. The exact cause of the reported event could not be conclusively determined. However, based on the investigation of similar events in the past, olympus medical systems corp. (Omsc) assumed that the reported event was caused by improper storage of the endoscope due to user. If significant additional information is received, this report will be supplemented.